Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak.¿

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm and left common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. On (B)(6) 2021, follow-up examination reportedly revealed a suspected type ia endoleak. On (B)(6) 2021, the patient underwent a re-intervention procedure whereby an additional gore® excluder® device was implanted to extend proximally. The endoleak was resolved, and the patient tolerated the procedure.